Manufacturer narrative:
Complaint is confirmed. Visual evaluation found that the connection port for the ablator is burned. Functional testing was not conducted due to the damage to the connection port. The most likely cause for the reported failure can be attributed to misuse due to user error when plugging in or unplugging the ablators to the port.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during suturing of the rotator cuff the connection socket, where the probe is connected to the console, got burned. There was no harm for patient, operator or third party. The surgery was finished successfully by using monopolar electricity. It was not necessary to switch the surgical technique or do a second surgery.